Event description:
Caller reports patient tested 4.7 inr on the coaguchek xs system and 3.1 inr on a comparison lab. Coumadin was held for one day based on device result. No adverse event reported. Requested return of suspect system; however, strips unavailable for return. Replacement sent.